Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s father walked into the room and noticed the patient was very lethargic and almost passed out. He performed a finger stick and the bg meter was displaying 21 mg/dl while the dexcom was displaying 75 mg/dl. The patient¿s father gave the patient a glucagon shot and checked her finger stick reading again and it was 27 mg/dl. The patient started to come around and was given juice until she felt better. At the time of contact, the patient was doing good. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.